Event description:
The customer reported that intermittently the system would not boot up and they wanted to order a controller printed circuit board. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The controller printed circuit board and the hard drive were replaced. Version 10 of the software and the calibration files were loaded. The workstation power supply output was increased to 5.14 vdc. The system was tested and found to be working as intended and put back into service. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on (B)(4), 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.